Manufacturer narrative:
(B)(4). A date of the event could not be obtained. Samples have been only recently received and forwarded to the supplier we buy the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states that the blue tops are not filling as they should- slow to fill, phlebotomists notice difference in fill rate vs.competition. Phlebotomists state tops of tubes leak. Notice when mixing tubes. Feel the rubber top is flimsy causing leakage and poor vacuum.

Manufacturer narrative:
Received one rack of 454322/a21023b5 for evaluation. We have no remaining inventory of the material/batch. The portion of the complaint regarding underfilling is considered justified. - see recall res# 87660. Distributor provided greiner the customer information and greiner notified the customer of the recall. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which receive this product. A review of production documents revealed no deviations which could be associated with leakage. Test equipment to imitate medical blood withdrawal was used to investigate the provided tubes. The samples were filled with water and checked visually. No leakage was detected. The cause of this event could not be established.